Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. The review of the lhr (lot f1415301) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: that the patient had pvd. The physician inflated the balloon inside the artery and when he went to pull the device back towards the sheath, the balloon (device) pulled through the sheath and the arteriotomy. The balloon had a sudden loss of pressure and pulled out of the patient. Manual compression was applied for 20 minutes. The patient was not hospitalized. Stick location: common femoral artery. Procedure: peripheral diagnostic.